Manufacturer narrative:
(B)(4). This unit is being field serviced by a carefusion authorized service technician. At this time, carefusion has not received information on the status of the unit. Once additional information becomes available, a follow-up medwatch form will be submitted.

Event description:
It was reported to carefusion via medwatch form that a patient that was on an ltv rental was removed from the device due to excessive heat. The customer reported that the patient was having respiratory spells, which is typical for the patient, but no information was reported regarding any patient consequence related to the reported issue. The unit was checked by the customer's biomed prior to being placed on the baby.